Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found one of the haptics bent. A small wedged shaped piece of the optic had been torn off. The delivery device was not returned. Due to the condition of the device received, functional testing could not be performed. The most probable root cause is "operational context". User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have caused or contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. Upon completion of investigation, a follow-up report will be submitted.

Event description:
Physician attempted to inject an intraocular lens in the patient's eye and allegedly, the lens would not fold. In order to remove the lens, the incision was enlarged. Another attempt to insert a second lens of the same model and diopter power was unsuccessful. The patient was implanted with a different manufacture's lens.

Manufacturer narrative:
Additional info: the lens was not returned for evaluation. A review of the device history record (DHR) could not find any non-conformities or anomalies related to the reported event. The most probable root cause is "operational context". User related factors, such as loading or handling techniques and/or procedural factors, such as lens and inserter interaction might have contributed to the event.